Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included feeling abnormal, anxiety, menstrual disorder, cramps, soreness breast, premenstrual dysphoric disorder, lymph node disorder, breast disorder, breast tenderness, soreness breast, stress urinary incontinence, mastalgia, bloating, migraine, coronary artery disease, musculoskeletal pain, ache, difficulty sleeping, joint tenderness, nocturnal awakening, leg pain, tingling, numbness of extremities, mobility decreased, joint pain, joint swelling, brain tumor, irritable bowel syndrome, pap smear abnormal, spotting between menses, menses irregular with excessive bleeding, anxious mood, diarrhea, abdominal pain, arthralgia multiple, anxiety, hives, night sweats, pharyngitis, burning sensation, pain, sore throat, swallowing disorder, sickness, sinus infection, allergic rhinitis, sensation of block in ear, ear discomfort, pain ear, biliary dyskinesia, insomnia, raynaud's disease, vitamin d deficiency, hearing loss, tinnitus, vaginal bleeding, menorrhagia, pelvic pain, perineal pain, adenomyosis, nabothian cyst, dysplasia, follicular cyst of ovary and paratubal cyst. Family history included rheumatoid arthritis (mother) and cyanosis. Concomitant products included alprazolam (xanax), antihistamines, cetirizine hydrochloride and fluticasone propionate (flonase). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia;"), autoimmune disorder ("autoimmune-like symptoms"), headache ("other: headaches"), rash ("rashes,"), fatigue ("fatigue,") and uterine haemorrhage ("abnormal uterine bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy,bilateral salping-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, headache, rash, fatigue, weight decreased and uterine haemorrhage outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain, rash, uterine haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record: headaches, dyspareunia,pelvic pain, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.